Event description:
When the device was used in a left colectomy procedure, it fired an incomplete staple line and malformed staples due to user error. Per the or staff, the retaining pin was not seated properly, there was excessive tissue in the jaws of the device, and the gap scale was not properly set. The staple line was over sewn to complete the case. There was no reported patient consequence.